Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to anterior wall prolapse, grade 3 cystocele, sui and pop; concurrent procedure- cystoscopy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent transvaginal excision of mesh to obturator fascia, transvaginal closure of vaginal wall defect and cystoscopy on (B)(6) 2013 due to mesh extrusion and chronic pelvic pain. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2012 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent repair of anterior vaginal wall mesh erosion and urethrolysis on (B)(6) 2009 due to urinary retention and erosion of anterior wall. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent removal of vaginal mesh in the anterior compartment on (B)(6) 2012 due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/15/2016.

Manufacturer narrative:
: It was reported that patient underwent laparoscopic lysis of adhesions on (B)(6) 2014 due to right lower quadrant adhesions. No additional information was provided. (B)(4).